Event description:
Director of nursing reported to the biomed department that an administration of IV lipids infused in half of the intended time. The intended program was 10 ml per hour to be infused over 10 hours, total volume to be infused was 100 mls. The nurse reported that the infusion completed in 5 hours. The pump was sent to biomed for testing. The biomed stated that the pump passed the accuracy test. The event log was downloaded and sent in along with the hospital dataset. There was no pt harm reported and no medical intervention was required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The event logs have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.